Event description:
The customer reported that the defibrillator stopped working during a resuscitation event. The involved pt expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.